Event description:
The original complaint stated that the handpiece would not output energy. However, upon conmed's evaluation, the handpiece had activated without the depression of the switch.

Manufacturer narrative:
When the complaint was originally received on (B)(4) 2012, the customer had stated that the electrosurgical pencil would not output energy. Conmed was in receipt of the sample in question, and per the evaluation (on march 16th), the handpiece had self-activated. It was dissected and the investigator saw that the contacts on the internal components were dented. This issue has been addressed and a root cause has been identified. Conmed will monitor complaints trends of similar nature to ensure that the safety of the user and the patient is not compromised.